Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received confirmed the resistance was in the echelon 10 hub and not the coil sheath. Continuous saline flush was administered and maintained as indicated in the IFU. During preparation, the introducer sheath was held vertically when the implant coil was pulled back inside during hydration. The echelon catheter was not available for return.

Event description:
It was reported that during a procedure to treat an unruptured saccular aneurysm in the internal carotid artery (ica) using a bare axium helix coil, the coil became stuck at the echelon catheter hub. The coil pushed smoothly out of the introducer sheath. The catheter and coil were not damaged. The aneurysm had a maximum diameter of 2 millimeters and a neck diameter of 1 millimeter. The physician replaced the coil with another, which functioned as intended. The patient's blood flow was normal and vessel tortuosity was moderate. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: an axium implant coil was returned for analysis. The echelon micro catheter used during the event was not returned. The axium implant coil was returned without introducer sheath. The axium implant coil pushwire was found to be separated at 5.0cm from proximal end. The implant coil was found to be stretched and damaged. No other anomalies were observed. The axium implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. The echelon micro catheter has a labeled ID (inner diameter) of 0.017" with two separate marker bands. Per axium implant coil instructions for use (IFU): ¿axium detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿. Therefore, the echelon micro catheter was found to be compatible for use with the axium implant coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.